Event description:
Patient presented to the physician with the stimulation lead eroding through the skin at the neck incision site. Physician brought the patient into the or, repositioned the stimulation lead beneath the tissue, flushed the neck pocket with antibiotic solution and betadine, and closed. Postoperative antibiotics were prescribed.

Event description:
Patient presented back to the physician with swelling at the neck incision site. Physician prescribed a round of antibiotics without resolution, and the patient requested removal of the device. Physician brought the patient into the or, and upon surgical exploration, the stimulation lead was found to be superficial beneath the skin at the neck incision site. Physician explanted the entire inspire system, irrigated the neck incision with saline and betadine solution, and closed.